Event description:
It was reported to philips that a tube anode error caused poor image quality, which was resolved by a restart on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System restarted; monitored for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).